Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customer reported "system error". Review of the ehl was completed and revealed 2 system error 110 events. System error 110 was not reproduced during device evaluation. No assignable cause was identified and no correction is required. The device operated within specification.

Event description:
It was reported that a spectrum pump had an unknown symptom error. Any patient involvement, injury or medical intervention is unknown.